Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report a right side deflation. Device remains implanted.

Manufacturer narrative:
A visual analysis of the returned device identified: wear abrasion, crease fold and white particles inner the device. A leak test and microscopic analysis was performed which identified: device no leakage and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
The device has been replaced.